Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this specialty foley product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the specialty foley product ifus are found to be adequate based on past reviews. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature readings provided from the catheter were inconsistent with the readings from the patient's oral axillary output. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature readings provided from the catheter were inconsistent with the readings from the patient's oral axillary output. No medical intervention was reported.